Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of the first prostyle device was successfully deployed and pre-placed as intended. During use of the second device, the suture was successfully harvested; however, the device¿s footplate became stuck and could not be withdrawn from the patient¿s anatomy. It was observed that the footplate had moved outside the vessel wall. Attempts to retract the foot by closing the lever were unsuccessful, as the lever could not be fully engaged. The a "nick and spread" was performed and the physician proceeded to manually break open the second prostyle device to close the foot allowing its removal. The tavr procedure was abandoned in the lcfa and completed via the right common femoral artery (rcfa) . Hemostasis at the left access site was achieved using the previously placed suture from the first prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot, device entrapment and unintended system motion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the returned device condition a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty closing the foot, device entrapment and unintended system motion may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from unknown to 5052341 d4 - primary UDI number: updated from (B)(4); (10)unknown to (B)(4).